Event description:
Information was received indicating that during testing a cadd legacy 1, mdl 6400, pump was exhibiting? Double beep no cassette". No patient involvement.

Manufacturer narrative:
Other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the device was in fair condition with cracked housing. The device was started in application mode and no issues were found with the device double beeping. Based on the investigation, the complaint allegation was not confirmed. The downstream occlusion sensor was replaced as a preventive measure. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.